Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of two endo gia 45mm articulating medium/thick reloads. The event report alleges the product was used in a surgical procedure. Visual examination of the staple cartridge noted that each reload was pre-fired and engaged in interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vats wedge resection procedure, the surgeon tried to fire the reload with the handle; he could not squeeze the handle of the body. The nurse changed to a new reload with the same lot and it was not able to fire. The nurse then changed the reload to a new lot numbers and the surgeon was able to finish the procedure without any issue. No reinforcement material was used. No patient adverse events reported. Patient status is alive with no injury.